Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had replace battery alarm. Customer reported that low battery alarm did not occur prior to replace battery alarm. Insulin pump had multiple insulin pump error alarms. Customer reported that they were able to clear the alarm and rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. However, device trace download analysis confirmed the device alarmed power error 25 and power loss alarm. The adapt tool confirmed power error 25 and power loss alarm was triggered when the backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the device was monitored and functioned properly. Device monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted.